Manufacturer narrative:
The pump history indicated that the basal and bolus delivery history is correct. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There was no defect found on investigation.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2011 with dka. The patient reports that her blood glucose level started to elevate on (B)(6) 2011 in the morning. The patient reports changing her site 2 times and her blood glucose continued to elevate. Her blood glucose level was 600 mg/dl upon admission. The patient does not believe that the pump is working properly. The pump history indicated that the basal and bolus delivery history is correct.